Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a perforation occurred. A percutaneous coronary intervention was being performed on a lesion in the left anterior descending coronary artery. While implanting a 2.5 x 28 mm promus premier stent, a perforation occurred. The procedure was successfully completed with a second device without issue or patient injury. The patient was stable at the end of procedure.